Manufacturer narrative:
Additional information was added to h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the anastomotic instrument of a 2.0mm coupler would not close. The issue was further described as, "the coupler was connected to the anastomotic instrument and vein was attached; however, the instrument would not close with the coupler attached". This occurred during an intra-op procedure. A new coupler was used to continue the procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.